Manufacturer narrative:
Date of event is estimated.

Event description:
It was reported the patient underwent a non-related surgical procedure wherein the ipg was not placed into surgery mode prior to the procedure. Troubleshooting was attempted but the external devices were unable to communicate with the ipg. Surgical intervention may occur at a later date to address the issue.

Manufacturer narrative:
H6: correction on codes.

Event description:
Additional information was received wherein the ipg was explanted and replaced and effective therapy was established.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.